Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, approximately three months post implant procedure, the experienced inappropriate therapies due to sensing of noise. Consequently, revision procedure was scheduled and the lead was explanted. However, during the revision proceudre, the physician noticed a twiddler near the header; the device had not been fixed in the pocket.

Event description:
It was reported, approximately three months post implant procedure, they experienced inappropriate therapies due to sensing of noise. Consequently, revision procedure was scheduled and the lead was explanted. However, during the revision procedure, the physician noticed a twiddler near the header; the device had not been fixed in the pocket. Sensing of noise was also reported causing the inappropriate therapies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned to the manufacturer for analysis. Analysis indicated the proximal conductor fractured. Defib conductor was distorted, tubing was kinked, and blood was found on the helix.